Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded that during the anastomosis of veins and arteries in micro-surgical and/or vascular reconstructive procedure with a coupler or up to 12 weeks post-surgical that an unknown quantity of flaps failed. Additionally, the respondent stated, ¿outflow issues¿ (not further specified). These events likely required surgical revision intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.